Manufacturer narrative:
The device was discarded and not available for investigation. Therefore, the root cause of the reported incident could not be conclusively determined. The exact nature of the failure is unknown, additional information was requested but not made available. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests met their requirements (100% inspection). We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that when the pruitt f3-s shunt was positioned in the common carotid artery, it didn't fully inflate. The product was pre-tested before use. The surgeon used a pruitt-f3 to successfully complete the procedure. No injury was reported to the patient. Product was discarded.